Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted, and the necessary steps to return the problematic pump were explained and acknowledged by the customer.